Event description:
A malfunction alarm was reported, specifically displaying code malf 0, with a fault ID available. There was no adverse impact to the customer's blood glucose level. The customer contacted technical support, who provided information on resetting the pump and assisted in the process. After the reset, the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the issue returned, which was acknowledged and understood by the customer.